Event description:
Forceps was being used to removed fragments of a large bladder stone following lithotripsy. Post-procedure one jaw of forceps was observed to have separated. Bladder was flushed repeatedly; jaw was not found.